Event description:
Customer reported the pump module alarmed for channel disconnect and ail even though there was no visible air in the tubing. The pump module was replaced which caused a delay in treatment for the patient. No patient harm reported.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.